Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had issues with low and high blood glucose levels. His blood glucose level back in 2015 was around 400 mg/dl. He treated his high blood glucose level with a syringe. The paramedics were dispatched for a low blood glucose level. When he woke up his blood glucose level was 37 mg/dl. The paramedics were dispatched on (B)(6)2012. He had a blood glucose level of 29 mg/dl. The customer was not taken to the hospital but was treated. The customer was wearing the insulin pump at that time. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump passed the delivery accuracy test. The pump was received with a cracked case on the display window corners, a cracked lcd window on the up left and bottom right corners, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.